Event description:
It was reported that during routine follow-up, brief instances of atrial lead noise were observed across the prior year. Automated mode switch episodes were noted as a result. The patient was asymptomatic and reported common use of power tools and other machinery. The patient would continue to be monitored through increased follow-up.